Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An issue related to the device's system board was observed. During the evaluation of the device, the blower motor was found to be locke. Conclusions: the device was scrapped per the customer's request.